Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: monocryl (poliglecaprone 25) suture. Pds ii (polydioxanone) suture. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00551. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a axillary brachioplasty procedure on (B)(6) 2011 and suture was used. On (B)(6) 2011, the patient complained of right arm discomfort. There was possibility of slight fluid accumulation. No evidence of infection. On (B)(6) 2011, the patient had aching in right arm and it was unclear if this was a seroma. Aspiration attempted and no fluid was aspirated. On (B)(6) 2011, there was an areas on the right arm with a little firmness with a possible small localized hematoma, no evidence of bruising in this area. Patient felt much better with warm moist compresses to area. On (B)(6) 2011, the patient developed infection. The right arm became more swollen and painful. The patient had a temperature of 100°f. Incision and drainage was performed in the physician office resulting in serosanguineous fluid, no purulence. The erythema improved markedly in the office. The patient was treated with levaquin 750mg daily po for 14 days. On (B)(6) 2011, the patient was markedly improved. On (B)(6) 2011, the infection was completely resolved.